Event description:
On (B)(6) 2011, pt reported, the up/down buttons on the infusion device are responding intermittently over the last 2 weeks. Pt stated, the rubber protector is peeling off around the buttons as well. Pt reported in order to get the buttons to respond, he has to press hard. No physiological effects were reported. The pt did not requires assistance from healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.